Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned to the manufacturer. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported the tip of the subject catheter broke off during a thrombectomy and remained in the patient. The torn off piece could not be retrieved. Images of the unit were included in the complaint; however, since the device was not returned for analysis, the cause of the incident could not be determined. No additional information was provided by the customer. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events: ¿catheter tip broken/fractured during use' and 'unretrieved device fragments'.

Event description:
It was reported that during the thrombectomy procedure the tip of the subject catheter broke off and remained in the patient. The torn off piece could not be retrieved. No further information available.

Event description:
It was reported that during the thrombectomy procedure the tip of the subject catheter broke off and remained in the patient. The torn off piece could not be retrieved. No further information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. D4 lot number - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection two additional non-stryker devices were returned. The catheter distal end was seen to be kinked and damaged. The catheter tip was seen to be broken/fractured 136 cm from the catheter hub. The broken-off part was not returned. No other anomalies were noted. Functional inspection was not required as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter distal end was seen to be kinked and damaged. The catheter tip was seen to be broken/fractured 136 cm from the catheter hub. No additional information was provided by the customer. Based on the analysis of the returned device the event may have occurred due to some procedural factors during the procedure. The reported events: 'catheter tip broken/fractured during use' and 'unretrieved device fragments' as well as the analyzed events: 'catheter tip broken/fractured during use', 'catheter shaft damaged', and 'catheter shaft kinked/bent' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the thrombectomy procedure the tip of the subject catheter broke off and remained in the patient. The torn off piece could not be retrieved. No further information available.